Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the teflon pad fell off and was removed. Another device was used to complete the case with no patient consequence. No further information is available.